Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') and genital haemorrhage ('gen. Abnormal bleed/ abnormal bleeding (general)') in an adult female patient who had essure (batch no. 627752) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t underwent essure confirmation test". The patient's medical history included fibroids, obesity (bmi= 27.434), breast reduction, foot operation and anemia. Previously administered products included for an unreported indication: iron supplement. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia)"), rash ("rash/ rashes or skin conditions type: rashes/ allergic or hypersensitivity reaction- type rashes"), skin disorder ("skin condition"), vulvovaginal mycotic infection ("vaginal infection/ infection (bladder/ urinary tract/vaginal) type: bacterial and yeast"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("hormonal changes describe: imbalances that caused fast heart rates and depression"), bacterial infection ("infection (bladder/ urinary tract/vaginal) type: bacterial and yeast"), migraine ("migraines / headaches"), abdominal pain upper ("stomach pain") and genito-pelvic pain/penetration disorder ("vaginal area cramping") and was found to have hormone level abnormal ("hormonal changes") with heart rate increased, weight increased ("weight gain") and uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery ((hysterectomy (full); bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, rash, skin disorder, vulvovaginal mycotic infection, vaginal discharge, fatigue, hormone level abnormal, nausea, weight increased, uterine leiomyoma, vaginal haemorrhage, depression, bacterial infection, migraine, abdominal pain upper and genito-pelvic pain/penetration disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, bacterial infection, depression, fatigue, genital haemorrhage, genito-pelvic pain/penetration disorder, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, rash, skin disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: (B)(6) 2009 (as reported in ppf discrepancy noted). Patient received treatment for pain, bleeding, allergy, other injuries/symptoms? Yes. Current weight 198 lbs. Right- 4, left-3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : rash, uterine fibroids. Most recent follow-up information incorporated above includes: on 9-sep-2019: plaintiff fact sheet and medical records received : lot number added. Reporter information, patient details, product indication updated. Events added- vaginal haemorrhage, heart rate increased, depression, bacterial infection, migraine, abdominal pain upper, genito-pelvic pain/penetration disorder, device monitoring procedure not performed. Event ¿vaginal infection¿ was updated to ¿vulvovaginal mycotic infection¿. Medical history and concomitant conditions added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') and genital haemorrhage ('gen. Abnormal bleed/ abnormal bleeding (general)') in an adult female patient who had essure (batch no. 627752) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t underwent essure confirmation test". The patient's medical history included fibroids, obesity (bmi= 27.434), breast reduction, foot operation and anemia. Previously administered products included for an unreported indication: iron supplement. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia)"), rash ("rash/ rashes or skin conditions type: rashes/ allergic or hypersensitivity reaction- type rashes"), skin disorder ("skin condition"), vulvovaginal mycotic infection ("vaginal infection/ infection (bladder/ urinary tract/vaginal) type: bacterial and yeast"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("hormonal changes describe: imbalances that caused fast heart rates and depression"), bacterial infection ("infection (bladder/ urinary tract/vaginal) type: bacterial and yeast"), migraine ("migraines / headaches"), abdominal pain upper ("stomach pain") and genito-pelvic pain/penetration disorder ("vaginal area cramping") and was found to have hormone level abnormal ("hormonal changes") with heart rate increased, weight increased ("weight gain") and uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery ((hysterectomy (full); bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, rash, skin disorder, vulvovaginal mycotic infection, vaginal discharge, fatigue, hormone level abnormal, nausea, weight increased, uterine leiomyoma, vaginal haemorrhage, depression, bacterial infection, migraine, abdominal pain upper and genito-pelvic pain/penetration disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, bacterial infection, depression, fatigue, genital haemorrhage, genito-pelvic pain/penetration disorder, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, rash, skin disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: (B)(6) 2009 (as reported in ppf discrepancy noted in essure insertion date). Patient received treatment for pain, bleeding, allergy. Current weight 198 lbs. Right- 4, left-3 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : rash, uterine fibroids lot number: 627752; manufacture date: 2008-08; expiration date: 2010-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2019: quality-safety evaluation of ptc. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash"), skin disorder ("skin condition"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery ((hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, rash, skin disorder, vaginal infection, vaginal discharge, fatigue, hormone level abnormal, headache, nausea, weight increased and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, nausea, pelvic pain, rash, skin disorder, uterine leiomyoma, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: (B)(6) 2009 (as reported in ppf discrepancy noted). Patient received treatment for pain, bleeding, allergy, other injuries/symptoms? Yes. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: case has became incident. Previously reported event "injury" replaced with new events. New events added: pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), gen. Abnormal bleed, rash, skin condition, vaginal infection, vaginal discharge, fatigue, hormonal changes, headaches, nausea, weight gain, uterine fibroids. Reporter information were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.